Manufacturer narrative:
Event date is estimated.

Event description:
Patients ipg has reportedly reached end of life. Surgical intervention is expected to take place.

Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. In an update, it was reported the ipg was replaced on (B)(6)2023. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating the patient underwent surgical intervention on (B)(6)2023 wherein the patients scs ipg was replaced and therapy was restored.